Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, no repairs have been made. There is no information that would allow us to identify the root cause of this event / to continue the investigation. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: error 01-0001. Confirmed updated library and brought unit to the pump garage. Unit had motor rotation issue. Error code 01-0001. Unit will be kept in office out of service. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.